Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a potential allergic reaction to the adhesive at the pod¿s insertion site, while wearing the device longer than 48 hours. Symptoms reported include pain, irritation and blisters. The patient was at a routine doctor's appointment when physician prescribed a cortisol cream to treat the affected sites.